Manufacturer narrative:
At this time no conclusion can be made. The information provided alleges that the patient underwent an additional surgery, during which the mesh is alleged to have been shrunken and hardened into a meshoma", and the surgeon ultimately excised the mesh. However, no medical records were provided and no sample was returned for evaluation. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent repair of an umbilical hernia. As reported, a 1 x 4, bard/davol flat mesh, reference number (B)(4), was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent revision surgery. As reported, upon entering the abdomen, the surgeon noted "the prior mesh had shrunken and hardened into a meshoma", and the surgeon ultimately excised the "shrunken and hardened" bard/davolflat mesh. The patient continues to experience complications from the failed bard/davol flat mesh hernia mesh and that the mesh failed to reasonably perform as intended, and caused serious injury necessitating invasive surgery and additional mesh to repair the hernia that the bard/davol flat mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment due to the alleged defective bard/davol bard mesh.